Event description:
The consumer reported that if she moved or sat, she felt like a nerve was being pinched or she had burning sensation around her implantable neurostimulator (ins). The patient bent over and could not get up. If she rolled over in bed, she let out a scream because of the pain. There was no fall or trauma related to this issue. The only think the patient could think of was maybe picking up something heavy but she did not recall any specific fall or trauma. Additional information from the consumer reported that she went to the emergency room on (B)(6) 2016 because of the pain. She had an x-ray; the ins had moved and it was pinching a nerve. The patient was given morphine and she went home but could not move. She was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.